Event description:
An endeavor sprint rapid exchange (rx) drug eluting stent was implanted during the index procedure. It is reported that the patient suffered a stroke approximately 15 months post index procedure. The patient underwent a CT scan and a carotid echo. The patient suffered with left side and leg deficit for >/= 24 hours but it was resolved.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (cva/stroke).